Event description:
The following has been reported: biomed reported: pump says "needs service". Unit is on. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for av sticky valve. The device was put through a mock infusion and alerted tubing set misloaded. The outlet valve was stuck due to a sticky residue on the pin. The pin was cleaned before testing. No damage was found during internal investigation. Functional testing 1 through 6 was completed, the device failed function 6 dsps calibration. The encoder pcba was changed out and tested, the device then passed functional tests 1 through 6.